Event description:
Olympus reviewed the following literature titled "vaginal natural orifice transvaginal endoscopic surgery (vnotes) surgical staging for endometrial carcinoma: the feasibility of an innovative approach". Literature summary: the aim of this single center, retrospective, longitudinal study of prospectively registered patients was to describe the experience of staging surgery for early-stage endometrial carcinoma in 15 women who underwent vnotes total hysterectomy with bilateral salpingo-oophorectomy and sentinel lymph node biopsy/pelvic lymph node dissection. The primary outcomes assessed were the mean operation time, the average blood loss and bmi of patients, the number of sln biopsied, and the histopathological positivity and extent of tumor invasion. The average operative time was 231.4 min (sd 41.0) with the mean estimated blood loss of 122.0 ml (sd 104.4). There was one case with the surgical complication of bladder injury requiring conversion to conventional laparoscopy. Type of adverse events/number of patients bladder perforation(1). Since the literature described "pks cutting forceps", we selected "hacf0533" as a representative product.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B3: literature article published in march 2022 (specific date not provided). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.